Manufacturer narrative:
(H3, h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 & d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a generator. It was reported that during pm testing of the generator, an unexpected result occurred in which the grounding indicator was red when testing with an esa and decade box. Troubleshooting included setting the decade box to 0 and adjusting the esa between the settings in the manual, but the grounding indicator remained red. No patient was involved.